Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due a jump in pace impedance measurements from 500 ohms to greater than 3,000 ohms, consistent with lead fracture. Following this change in impedances, the lead had been programmed to a split configuration. Recently, this rv lead began exhibiting noise with oversensing and less than two seconds of pacing inhibition in bipolar. As a result, the rv lead was scheduled for a revision. X-rays showed a dent on one of the leads, but it was unclear which lead. During the lead revision, right atrial (ra) lead insulation breach was observed in the pocket. Additionally, the atrial lead exhibited a tremendous amount of noise through the can and via pacing system analyzer (psa) testing. As a result, both leads were surgically abandoned and replaced. It was noted that the rv lead was replaced with a non boston scientific lead, and the pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that rv lead fracture was observed in the pocket, but could not be confirmed via x-rays. This rv lead remains surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due a jump in pace impedance measurements from 500 ohms to greater than 3,000 ohms, consistent with lead fracture. Following this change in impedances, the lead had been programmed to a split configuration. Recently, this rv lead began exhibiting noise with oversensing and less than two seconds of pacing inhibition in bipolar. As a result, the rv lead was scheduled for a revision. X-rays showed a dent on one of the leads, but it was unclear which lead. During the lead revision, right atrial (ra) lead insulation breach was observed in the pocket. Additionally, the atrial lead exhibited a tremendous amount of noise through the can and via pacing system analyzer (psa) testing. As a result, both leads were surgically abandoned and replaced. It was noted that the rv lead was replaced with a non boston scientific lead, and the pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.